Event description:
It was reported that an end user fell while sitting on the bath bench. A fractured femur resulted. No surgical intervention was indicated.

Manufacturer narrative:
Daughter indicated end user had been recovering from a hip replacement that took place in (B) (6) of 2009. In (B) (6) of 2009, while sitting on the bath bench, the legs apparently gave way and she fell, fracturing her femur. The fracture did not require surgery, but she was non weightbearing for a period of time. They did not report this initial incident to us. At the time, they discarded the bath bench and no lot number was identified. They purchased another bath bench that was reported to be the same model. After using the second bench for a few months, a similar incident occurred, but no injury resulted. The second bench has not been returned for evaluation. We have not been able to confirm that the incident involved a medline bath bench, but were provided with an item number and lot number for the bench involved in the second incident. A potential root cause has not been identified. However, due to the reported femur fracture in (B) (6) we are filing this MDR.